Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt had surgery where the generator was replaced due to battery depletion and the lead was replaced due to a lead fracture. Further follow up with the surgeon revealed that the pt had been referred by the treating neurologist due to a high lead impedance (dcdc=7) result from an unk type of diagnostic test. X-rays were reviewed by the physician prior to surgery and there were no fractures or disconnects observed. A pre-operative system diagnostic test performed revealed the same high lead impedance result. During surgery, there were no fractures visualized on the lead. The lead electrodes were not removed and the lead was cut below the electrodes. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date. Additionally, attempts to obtain the explanted lead and generator for further analysis have been made, but have been unsuccessful to date.